Event description:
It was reported that the right ventricular lead exhibited sensing noise. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of oversensing noise was not confirmed. As received, a partial lead was returned in three pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for procedural damage.

Manufacturer narrative:
Correction: previously reported g3 should have been 27 jul 2023.